Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had an audio issue. Customer stated that the audio issue was confirmed during the call. The device also had a hardware low level failure alarm. The device did not pass self-test. The customer¿s blood glucose during the incident was 5 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Hardware low level failures was present in the insulin pump trace download and hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.